Manufacturer narrative:
The 12/10 amplatzer duct occluder (ado) was received at sjm and was decontaminated. The device was examined grossly and microscopically, and was confirmed not to contain any defects or abnormalities. The ado was confirmed to meet dimensional specifications when measured with a calibrated caliper. The ado was successfully loaded into a test loader, advanced, and retracted through a test 7f sheath without any deformations or difficulty. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests, prior to shipment. The cause for the reported event remains unknown.

Event description:
During preparation, a 7mm amplatzer duct occluder (ado) was deployed and retracted using a 7f amplatzer 180 delivery system (dtv180). When the ado was placed in the patient it was very difficult to fully deploy and could not be retracted into the sheath. It was not possible to get good placement of the ado or retract it back into the sheath. The patient was sent to open heart surgery to have the ado and dtv180 surgically removed. See MDR report 2135147-2013-00055 for amplatzer 180 delivery system.